Event description:
A resolute integrity rx was being used to treat a lesion in the om (marginal branch). The lesion was 90-95% stenosed with moderate tortuosity and moderate calcification. The device was removed from packaging per IFU , inspected and negative prep was performed no issues noted. The lesion was pre-dilated. It is reported that resistance was encountered when advancing the device and excessive force was used. The device failed to cross the lesion and a dissection occurred. A smaller size resolute integrity was used to treat the lesion and cover the dissection (rsint25018x). There were no reported patient complications or additional clinical sequelae. Device evaluation: the device was returned for analysis. There were a large number of kinks located along the shaft of the device. There is evidence of damage on the stent of the device. The tip of the device is flared. The stent had evidence of raised struts near the middle of the stent. The wire lumen entry is severely deformed. Cine image review: the images show the high tortuosity of the vessel with calcification and stenosis at the target lesion present. The images show pre-dilation of the vessel which may have cracked the calcification and possibly lead to the damage/dissection seen in the vessel. The images also appear to show the attempted delivery of the 2.50x26mm resolute integrity stent to the target lesion in the obtuse marginal branch. Dissection of the vessel can be confirmed from comparison of the flow of contrast in the earlier images compared with images after the dissection occurred. The images show the physician pre dilating the vessel after the dissection occurred and then delivering a 2.50x18mm resolute integrity stent to the target lesion successfully.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (dissection, stent deformation); patient condition affected effectiveness of device (lesion morphology - 90-95% stenosis, moderate tortuosity , moderate calcification); deformation problem (stent); failure to follow instructions: (IFU recommends not to apply excessive force if resistance is met). Conclusions: inherent risk of procedure ¿ (dissection, stent deformation); device failure/lack of effectiveness related to patient condition (lesion morphology - 90-95% stenosis, moderate tortuosity , moderate calcification); failure to follow instructions ( IFU recommends not to apply excessive force if resistance is met). (B)(4).